Event description:
It was reported that the ilet displayed repeated pump alarms during a rewind attempt after the patient had dropped the device multiple times, including alerts corresponding to consecutive stalled motor and current sense failure, and a replacement was arranged. Symptoms included device usability issues without injury. Outcomes included interruption to intended insulin delivery and need for device replacement. Investigation included remote troubleshooting and confirmation of recurring alarms through guided rewind attempts. Investigation of this case revealed motor stall behavior and current sensing malfunction consistent with internal pump mechanism or sensor fault likely precipitated by mechanical stress from repeated drops. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to physical impact leading to component malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.